Manufacturer narrative:
(B)(4). The bubble CPAP system is designed to provide breathing support to a spontaneously breathing neonate or infant via the nares by either nasal prongs or mask. The system delivers humidified air to the patient and uses an underwater seal in the bubble CPAP generator at the distal end of the expiratory breathing circuit to provide CPAP to the patient. Method: the complaint bc192 nasal tubing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the breathable film of the returned nasal tubing was stretched and broken. Conclusion: the nasal tubing appears to have been inadvertently pulled by directly holding the flexitube. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported that there was a crack in the bc192 flexitrunk infant nasal tubing. They confirmed that there was no patient consequence.